Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that during a procedure the fiber broke. Additionally, there was an unspecified allegation on the blast shield. The procedure was interrupted and rescheduled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.